Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized 5 to 10 times due to low blood glucose. On (B)(6) 2020 they received emergency medical assistance with blood glucose of 30 mg/dl at the time of the incident. The customer used food, juice, and was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was not completed. The customer reported damage to the retainer ring, but the reservoir locks in place. The insulin pump will be and reservoir will not be returned for analysis.